Manufacturer narrative:
Device evaluation: lens was returned in liquid in the lens vial. Visual inspection found no visible damage to the lens. (B)(4)

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar complaint types reported for units within the same lot. Conclusion code: off-label use [under 60 years of age at time of implant ((B)(6))]. (B)(4).

Event description:
The reporter indicated that during an attempt to implant a cc4204a implantable collamer lens, diopter +21.0 into the patient's eye, the technician was unable to fully insert the lens. The tech was unable to advance the lens in the injector. The lens was partially inserted. The lens was removed and exchanged with the back-up lens during the same surgery wth no patient event or injury. The problem was resolved. This occurred on (B)(6) 2017.